Event description:
The customer reported that their AED will not power on and displayed "AED error or warning; battery replace now warning". Customer stated that he tried to download data from the device but the files are not downloading. The reported event did not occur during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.